Manufacturer narrative:
(B)(4). No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
The event date has been estimated. It was reported that the patient was hospitalized due to right heart failure. It was unknown if the patient had right heart failure prior to their implant, but the right heart failure was not thought to be caused by a device issue. The patient experienced anuria, respiratory insufficiency, and peripheral edema. The patient was transferred between hospitals on (B)(6) 2022 while placed on a non-abbott veno-arterial extracorporeal membrane oxygenator (va-ECMO). Inotropes and vasopressors were initiated. The patient experienced several low flow alarms on (B)(6) 2022 due to interactions between their left ventricular assist device (lvad) and va-ECMO. The patient's controller was upgraded to low flow 2.0 software which resolved the low flow alarms. The patient ultimately passed away on (B)(6) 2022 due to multisystem organ failure and right heart failure. The death was not considered to be device related and the device operated as expected.

Manufacturer narrative:
H6: 3261 - multiple organ dysfunction syndrome manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported event could not conclusively be established through this evaluation. Furthermore, the report of low flow alarms was confirmed based on an onsite evaluation performed by an abbott representative. According to the account, the low flow alarms were related to interactions between the left ventricular assist device (lvad) and veno-arterial extracorporeal membrane oxygenation (va-ECMO). The account communicated that the pump will not be returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 25oct2021. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) (rev. G) is currently available. Section 1 of this document lists multiple types of organ failures and dysfunctions (right heart failure, renal failure, respiratory failure, and hepatic dysfunction) and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 1 of the IFU also provides an explanation of all pump parameters, including flow. Section 4 "system monitor" provides information about the pump flow display and the low flow hazard alarm. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 liters per minute (lpm). The IFU explains that changes in patient conditions can result in low flow. Section 6 "patient care and management" (under "right heart failure") discusses the potential development of right heart failure following implant and outlines the associated treatment options, including right ventricular assist device (rvad) placement. Section 6 (under caution!) States: "right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the lvas due to reduced filling of the pump." Section 7 ¿alarms and troubleshooting¿ describes all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. The heartmate 3 lvas patient handbook (rev. G) is also currently available. Section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. The heartmate 3 pocket guide to alarms for clinicians (rev. C) and the heartmate 3 pocket guide to alarms for patients and caregivers (rev. C) explain that the low flow hazard alarm will be triggered when pump flow is less than 2.0 lpm. No further information was provided. The manufacturer is closing the file on this event.